Manufacturer narrative:
Production records have been supplied as a method of testing. Further testing will be carried out.

Event description:
End-user feels that pen needles are not releasing her full dose of insulin.

Event description:
End-user feels that pen needles are not releasing her full dose of insulin.